Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error. The customer¿s blood glucose level was 196 mg/dl. The customer also reported they were able to clear the alarm and able to rewind the insulin pump. Customer was received another unexpected restart alarm after battery change. The customer also reported that they received external ram crc error twice. The customer was advised to replace the insulin pump and may continue to wear the pump until replacement arrived. The insulin pump will be returned for analysis.